Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading was 328 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm noted. Unit had no button response on act button due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to no button response. Unit had had a missing address/serial number label, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.